Manufacturer narrative:
B3: unknown. One device was received. No defects/discrepancies were noted during the visual inspection. During the functional testing, the pump was tested and the cut-off pressure was found to be within specifications (1.73 bar). The customer reported complaint was not able to be confirmed. The cause of the reported issue was unable to be determined. No further action will be taken. Investigation of the service history of this device shows that this device had been returned in march-2025 for service but is not related to the customer stated problem.

Event description:
It was stated that the device displays the error message ¿overpressure alarm¿. There was no reported patient involvement.